Event description:
Manufacturer representative reported pt infection, unable to confirm device serial number. Hcp attempted to avoid explant by treating pt with antibiotics, however, pt did not respond to antibiotics. Infection resulted in partial device system explant. A follow-up report will be sent if additional information is received.